Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.